Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was in 350 mg/dl to 400 mg/dl. Customer stated for troubleshooting process call was disconnected. Customer stated no matter how much insulin they added blood glucose did not went down. The insulin pump will not be returned for analysis.